Event description:
It was reported to philips that battery cannot be charged. The device was in clinical use for patient at the time of the event. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.